Event description:
This catheter was returned with no information.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# unknown, product type catheter; product ID 8709sc, serial# unknown, product type catheter. (B)(4). Analysis of catheter revealed that under microscope inspection a circular indent was seen in the bottom of the cup of the suture less connector (sc) consistent with the inner diameter of the tip of the outlet port of the pump. A majority of the indent was located in the seal material of the cup of the sc. This indicated the connection between the sc and the pump's outlet port may possibly have been occluded.